Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be filed when further information is obtained.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. When the surgeon was trialing, he inserted the femoral trial inserter instrument into the femoral trial. When he did this, the inserter tip sheared off inside of the femoral trial. Another instrument tray was opened and the breakage did not affect the outcome of the case which was successful.